Manufacturer narrative:
There was no patient involvement. Date of event is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that the medical device reprocessing staff identified a small dent in the hexagonal tip of a screwdriver head and another hexagonal screwdriver had a cracked head tip. Both items were no longer functional after testing with corresponding screw head recess. The two complained items were discarded. This event did not take place during surgery and there is no patient involvement. Concomitant devices reported: screw (part: unknown, lot: unknown, quantity: 1). This report is for a cannulated 4.0mm hexagonal screwdriver. This is report 2 of 2 for (B)(4).